Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the user was unable to access a specific medication. The customer reported that the cubie containing labetalol would not open. No "device not detected on bus" or "failed hardware" errors were displayed, and the storage space did not provide an option to recover the cubie. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access specific medications. A technical support specialist found that there had been transactions count, unload, load, and destock was performed for the medication. The medication was loaded in main drawer 1.13, pocket 4 and no further investigation was required. The system functioned as intended after the technical support specialist inspected the issue.